Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was morbidly obese and had a ¿pendulous, pendant¿ abdomen. Per the reporter, the pump migrated all the way down to the pendulous part of the abdomen and the health care provider (hcp) had to ¿cut down¿ at the last refill to access the pump and perform the refill. It was noted the hcp moved the pump back to the original position on the date of the report. It was unknown when the pump migrated; but it was noted the pump was ¿fine¿ approximately 3 months ago at the previous refill. The reporter confirmed the patient was not having a therapy problem. The pump system was being used to deliver clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.